Manufacturer narrative:
Implant date (B)(6) of an unknown year. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware implantation on (B)(6), of an unknown year. On an unknown date, the patient underwent hardware removal of locking compression plate (lcp) low bend medial distal tibia plates, locking compression plate (lcp) one-third tubular plates with collar, and an unknown number of unknown screws. The removal of devices were due to infection and tissue sloughing. Procedure and patient outcome are unknown. This report is for one (1) 3.5mm lcp low bend medial dstl tibia plate/8h/right/161mm. This is report 1 of 3 for (B)(4).